Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as (B)(4). Device not returned.

Event description:
(B)(4) received a single report that referenced twenty different incidents, which were associated with separate units, involving an unknown number of patients. This is the sixteenth of twenty reports. Refer to 8030647-2018-00546 for the first patient. Refer to 8030647-2018-00547 for the second patient. Refer to 8030647-2018-00548 for the third patient. Refer to 8030647-2018-00549 for the fourth patient. Refer to 8030647-2018-00550 for the fifth patient. Refer to 8030647-2018-00551 for the sixth patient. Refer to 8030647-2018-00552 for the seventh patient. Refer to 8030647-2018-00553 for the eighth patient. Refer to 8030647-2018-00554 for the ninth patient. Refer to 8030647-2018-00555 for the tenth patient. Refer to 8030647-2018-00556 for the eleventh patient. Refer to 8030647-2018-00557 for the twelfth patient. Refer to 8030647-2018-00558 for the thirteenth patient. Refer to 8030647-2018-00559 for the fourteenth patient. Refer to 8030647-2018-00560 for the fifteenth patient. Refer to 8030647-2018-00562 for the seventeenth patient. Refer to 8030647-2018-00563 for the eighteenth patient. Refer to 8030647-2018-00564 for the nineteenth patient. Refer to 8030647-2018-00565 for the twentieth patient. It was reported that the flex connector disconnected during the suctioning process. The catheter and flex connector was immediately replaced with no patient injury.